Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 28 synergy ii drug eluting stent was selected to treat the lesion. However, when the device was pulled from the protective hoop and removed the stent protector, the stent dislodged from the balloon. The deice was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was separated from the sds. The stent was damaged along its entire length and the stent struts pulled and stretched. The maximum crimped stent profile measurement at the time of manufacture was within specification. A stent protector was returned with the device. Stent protector inner diameter (ID) was measured which is within measurement indicating that the stent fits the stent protector. The tip was visually and microscopically examined and no damage was noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were relaxed from their original folded position and appear to have been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the delivery system was introduced inside the patient and advanced to the target lesion. The balloon was inflated and the delivery system removed from the patient. Angiography was performed revealing that a stent had not been deployed. It was then noticed that the stent had dislodged from the balloon, outside the patient, when the balloon protector was removed.